Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a bent cannula, resulting in an elevated blood glucose (bg) level (exact value unknown) and ketones. The customer went to the emergency room (ER) for treatment with intravenous (IV) fluids. The customer was subsequently hospitalized with an elevated bg level (531 mg/dl) and ketones. The customer was treated with IV fluids and insulin. Reportedly, the customer was released from the hospital on (B)(6) 2016. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.